Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead's pacing thresholds were elevated with no loss of capture and no pauses. The patient was observed to have twiddler's syndrome. This ra lead was explanted and replaced. No additional adverse patient effects were reported.